Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek soft touch lancet device after firing. No action taken or treatment given based on the lancet device issue. The reporter states that generic lancets were used and seated properly. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.